Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, the irrigation port became detached. The nurse attached a high pressure luer extender to connect the irrigation port of the cool flex catheter and a non-sjm irrigation pump. After approx 10 minutes of ablation was completed, the irrigation port began to leak and then detached completely. The catheter was replaced and the procedure was successfully completed with no consequences to the pt.

Manufacturer narrative:
The device is in the process of being analyzed. When our investigation has been completed, a follow-up report will be submitted.